Event description:
A report was received that the patient was admitted to the hospital due to infection all over her back and fluid in the pocket site. The symptoms were burning sensation. The physician believes it was just a rash from adhesive tape and it was not device related. The patient was given oral and IV antibiotics and is reportedly doing well.